Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that the device was found to be in back-up vvi via review of remote transmission. Device interrogation could not be established. A device download was performed successfully, and the device was restored to normal operation. There were no adverse consequences to patient.